Event description:
A female pt reported experiencing "severe infections" while using complete moistureplus. After using the brand for two months, she was reportedly diagnosed with an ocular infection (no cultures were done) and treated with tobradex. When pt resumed lenswear, her symptom returned. She self treated with remaining tobradex and will be consulting her eye care practitioner. Pt has not responded to our requests for additional info; lot # unknown. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.